Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Several conductors were fractured. The defibrillation conductor was distorted. There was blood/body fluid on the outer tubing overlay. The overlay tubing had cosmetic environmental stress crack and outer insulation had depression. The outer tubing was breached by a cut. The exposed defibrillation coil had a white substance on it. It was noted the lead appears to have been implanted with a bend in it at the fracture site. Could not determine anchoring sleeve fixation site.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient came to the ER because of receiving multiple shocks. Upon interrogation, noise and high right ventricular lead impedance was observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.